Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an increase in thresholds and high impedance were noted on the right ventricular (rv) lead. A bend in the lead was noted and during the replacement procedure and venous access was noted to be difficult due to occlusion. The lead was capped and replaced. No further patient complications have been reported as a result of this event.